Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly; a drop in battery longevity was noted. The patient was asymptomatic. No intervention was performed and the patient will continue to be monitored.